Event description:
Customer reported a bad patient outcome with observations of central islands. The patient's acuity with contact lenses was 20/30+ and 20/30- as of (B)(6) 2012. The patient's pre-operative exam acuities prior to surgery on (B)(6) 2012 was 20/30- and 20/30-. At the one day follow-up exam, on (B)(6) 2012, the patient's bilateral vision was 20/200 with no additional observations on the flaps. At the three day follow-up, on (B)(6) 2012, that visual acuities were reading 20/100 and 20/200 with a pin hole reading of 20/40 and 20/60. The patient is currently prescribed ciprofloxacin and prednisolone 1% 1 drop four times a day, both eyes.

Manufacturer narrative:
Evaluation: field service engineer (fse) was dispatched to the customer's location to check the system. He verified the arm optical alignment, calibration arm, aspirator flow and found them to be within specifications. The fse also observed indications of splash on the m3 (mirror 3) and cleaned it. Lastly, he found that the microscope, sphere motor, m3, eye tracker, and torsional cameras required adjustments and calibration. Prior to leaving the customer's site he adjusted the calibration card ablations and reported that the system met amo specifications prior to leaving. All pertinent information available to amo has been submitted.